Event description:
Voluntary medwatch received states that right atrial (ra) lead exhibited noise over-sensing and p-wave amplitude variation. The pacemaker was explanted and replaced however no intervention was performed for ra lead. There were no patient consequences.